Manufacturer narrative:
No button error alarm noted. Unit had intermittent button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. No flattened or creased dome switches noted on keypad. No frozen screen noted. The time advanced during testing. Unit passed displacement test and self test. Unit had a scratched display window, cracked display window, and cracked case at display window upper right, lower left, and lower right corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was performed. The device was returned for analysis.